Event description:
It was reported that the monopolar curved scissors (mcs) had a damaged sheath. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coating was damaged, but the reporter does not remember whether in the orange part of the instrument or further.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The probable root cause of a damaged tip cover may be attributed to either improper installation onto the monopolar curved scissors (mcs) instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. This issue can be resolved by using an alternate tip cover accessory to complete the procedure.

Event description:
Refer to h11 for follow-up information.